Event description:
The facility representative reported failure code 814:01. The event occurred before patient use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 20, 2007. Evaluation summary: the condition of fail code 814:01 was confirmed in the event history. The fail code was caused by depleted batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue of fail code 814:01, and the issue of depleted batteries are being investigated under CAPA.